Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) event during pd treatment. The patient contacted fresenius technical support (ts) to report a notice: draining slowly message that had occurred during drain 1 of 4. The patient was connected during the incident. The patient reported they were constipated. The patient¿s treatment data was reviewed, and it was confirmed an iipv occurred. The patient¿s largest drain volume of 3786 ml is 189% of the patient¿s largest fill volume during the treatment, 2002 ml. The largest drain volume occurred during the patient¿s first exchange, and the patient was not able to complete treatment. As a result of the iipv event, the ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. It was confirmed that the pdrn was informed of the iipv event during follow up. The pdrn stated the patient did not experience any symptoms, adverse effects, or require medical intervention as a result of the reported event. The patient has received their new cycler and is continuing pd therapy with no further issues. The pdrn also confirmed that the patient did not complete treatment on the day of the reported event but has continued treatments without issue since. The patient¿s prescribed treatment for continuous cycling peritoneal dialysis (ccpd) is 4 exchanges of 2000 ml, with no last fill and no daytime exchanges. The cycler was reportedly returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. The cycler underwent and passed a system air leak test and valve actuation test. An as received treatment was performed and completed; the cycler weighted fill volume values were within tolerance. An internal visual inspection encountered no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Therefore, the complaint is not confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) event during pd treatment. The patient contacted fresenius technical support (ts) to report a notice: draining slowly message that had occurred during drain 1 of 4. The patient was connected during the incident. The patient reported they were constipated. The patient¿s treatment data was reviewed, and it was confirmed an iipv occurred. The patient¿s largest drain volume of 3786 ml is 189% of the patient¿s largest fill volume during the treatment, 2002 ml. The largest drain volume occurred during the patient¿s first exchange, and the patient was not able to complete treatment. As a result of the iipv event, the ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. It was confirmed that the pdrn was informed of the iipv event during follow up. The pdrn stated the patient did not experience any symptoms, adverse effects, or require medical intervention as a result of the reported event. The patient has received their new cycler and is continuing pd therapy with no further issues. The pdrn also confirmed that the patient did not complete treatment on the day of the reported event but has continued treatments without issue since. The patient¿s prescribed treatment for continuous cycling peritoneal dialysis (ccpd) is 4 exchanges of 2000 ml, with no last fill and no daytime exchanges. The cycler was reportedly returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) event during pd treatment. The patient contacted fresenius technical support (ts) to report a notice: draining slowly message that had occurred during drain 1 of 4. The patient was connected during the incident. The patient reported they were constipated. The patient¿s treatment data was reviewed, and it was confirmed an iipv occurred. The patient¿s largest drain volume of 3786 ml is 189% of the patient¿s largest fill volume during the treatment, 2002 ml. The largest drain volume occurred during the patient¿s first exchange, and the patient was not able to complete treatment. As a result of the iipv event, the ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. It was confirmed that the pdrn was informed of the iipv event during follow up. The pdrn stated the patient did not experience any symptoms, adverse effects, or require medical intervention as a result of the reported event. The patient has received their new cycler and is continuing pd therapy with no further issues. The pdrn also confirmed that the patient did not complete treatment on the day of the reported event but has continued treatments without issue since. The patient¿s prescribed treatment for continuous cycling peritoneal dialysis (ccpd) is 4 exchanges of 2000 ml, with no last fill and no daytime exchanges. The cycler was reportedly returned to the manufacturer for physical evaluation.